Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown

Event description:
The patient broke the poly jumping from the back of a truck, requiring revision surgery.

Event description:
The patient broke the poly jumping from the back of a truck, requiring revision surgery.

Manufacturer narrative:
D1, d4 corrected.